Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Other text: will not be returned to manufacturer.

Event description:
Caller reports that during a correlation study the following coaguchek s/laboratory results were obtained: 2.6 inr/1.98 inr no actions taken based on device result. No adverse event reported. Requested return of suspect system; however, caller no longer has the test strips; replacement was sent.